Manufacturer narrative:
The lens was returned. The optic is scratched and torn/split across the center . Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Exact focal length/resolution measurements could not be obtained due to the optic damage. However, the lens is within the 19.5 diopter range. Damage was observed, which due to the condition of the returned sample is most likely related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received.(B)(4).

Event description:
A surgeon reported an unexpected outcome for patient following an intraocular lens (iol) implant procedure. The surgeon requested the power of the lens be verified, due to the unexpected outcome. The iol was exchanged with a same model different power lens. Additional information has been requested.